Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Correction: (B)(4). Concomitant medical products: hospira 100ml IV bag of 0.9% nacl injection; 1000ml IV bag of 0.9% nacl injection, MFR/model/lot unknown, therapy date: (B)(6) 2015. The customer¿s report of a leak at the pumping segment was confirmed. Visual inspection noted a tear on the silicone pump segment. There were no other anomalies observed. Functional testing was performed and leaking was noted coming from the tear. Dimensional testing was performed and the tubing was within specification. The root cause of the leak at the pumping segment was identified as a tear on the silicone tubing just below the upper fitment. The origin of the tear is unknown.

Event description:
The customer reported that during a secondary infusion of micafungin the primary set which was infusing ns was leaking at the pumping segment. The tubing and medications were switched out. Staff reported that there was no stretching of the tubing and it was in the pump correctly. There was no report of any patient harm.

Event description:
The customer reported that during a secondary infusion of micafungin 100 mg/100 ml ns, the primary set which was infusing ns was leaking at the pumping segment. The tubing and medications were switched out. Staff reported that there was no stretching of the tubing and it was in the pump correctly. There was no report of any patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.